Manufacturer narrative:
Insulin pump passed the displacement test. Insulin pump received compromised force sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or test for motor error alarm due to compromised force sensor alarm. Insulin pump received with lose drive support disk.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed compromised force sensor system. Customer states that drive support cap was sticking out. The customer¿s blood glucose level was unknown at the time of the incident. Customer advised to discontinue use of the pump and revert to back up plan per hcp instructions. The insulin pump will be returned for analysis.